Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024 as the patient's condition worsened during pci. Around 12:00 on (B)(6) 2024, a large discrepancy was confirmed between the blood pressure values displayed on the cs300 intra-aortic balloon pump (iabp) (aug: 171, sys: 68, dia: 7, map: 64) and the external monitor (aug: 174, sys: 108, dia: 39, map: 67). An attempt was made to improve this by calibrating the cs300 but calibration was not possible, perhaps because the waveform was not stable, so it was used as is. Although there was a discrepancy in the blood pressure value, there was no problem with the operation of the iabp. The blood pressure waveform was output to the external monitor and confirmed by collecting the arterial line from the radius without using a sensor. On july 16th at around 14:00, the patient's condition stabilized, and therapy was no longer needed. The iab was removed after 5 days and 5 hours of use. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and inside of the inner lumen. The optical fiber was found to be broken within the membrane and inner lumen kink approximately 73.7cm from iab tip. The extender tubing was also returned. The optical fiber was found to be broken with in a kink, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).